Event description:
On march 11, 2026, senseonics was made aware of an incident in which the user reported receiving a low glucose alert. The user reported a sensor glucose reading of approximately 50 mg/dl while a confirmatory blood glucose measurement indicated a value of 72 mg/dl. The user reported receiving and perceiving the alert. The user did not seek medical treatment because the blood glucose value was in normal glucose range.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.